Event description:
It was reported the guide wire experienced difficulty advancing. The guidewire became stuck and tangled to the point that it was necessary to remove the entire catheter from the patient, as it was not possible to remove only the guidewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- date of event/procedure will be estimated as (B)(6) 2025. D4: the UDI number is not known as the part and lot number were not provided.